Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited intermittent undersensing in addition to discarded beats. Technical services (ts) reviewed a copy of stored device data and noted this could be the result of dissimilar profiles and how the automatic gain control (agc) decay differs between similar/dissimilar (longer refractory applied with dissimilar peaks). It was noted that the patient had a history of low signal amplitude r-wave amplitude measurements. Ts discussed the potential that the smartpass feature may not remain on consistently. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.